Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor, calibration error, sensor glucose versus blood glucose, and thresh suspend triggered. Customer's blood glucose at time of incident was 81 mg/dl. Customer sensor glucose was below 40. The bad sensor alert occurred after a 2nd consecutive calibration error and discussed to the customer the timing of calibration leading to alert and calibration protocol. Customer was advised to change out the sensor. Customer declined troubleshooting for calibration error and senor glucose versus blood glucose. Customer was advised that we are sending replacement.

Manufacturer narrative:
Sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.